Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. There was no noise observed. Technical services discussed continuing to monitor for now and to increase the impedance alert. The lead remains in service. No adverse patient effects were reported.